Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to dizziness, shortness of breath, lightheaded and headaches. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to dizziness, shortness of breath, lightheaded and headaches. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. During the investigation, manufacturer observed an unknown dust like contamination on the front panel and blower motor. Manufacturer observed hairlike fiber on the bottom enclosure and on the p4 dc power jack connector. A keratin-like substance was observed on the blower box outlet addresses the issue of keratin. Evidence of liquid ingress was observed on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. Photos attached. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.